Event description:
Customer reported that it was impossible to insert a sensor. Customer also stated the needle was blocked and not in the sensor. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found needle retracted inside needle hub. Checked needle for hooks and dull needle anomalies and none were found.